Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs, showed multiple check pads and poor pad contact messages (which does prevent the device from discharging). However, this is not an indication of a device malfunction. It was determined that the multi-function cable was not shorted correctly causing the messages and when the multi-function cable was properly shorted the device passed the 30 joule testing discharging properly. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.